Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of 38 to 40 mg/dl at the time of the incident. The customer was at 110 mg/dl before the pump was dropped. The customer used food to treat. The customer was wearing the insulin pump during the incident. Customer reported that since the pump was dropped, it has been over delivering insulin. The pump has physical damage, and the reservoir does not lock in place inside the pump. Troubleshooting was not completed as the customer declined. Customer also needed a belt clip replacement as their clip broke. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test. The insulin pump was received with minor scratched display window.